Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl. The customer also had sensor reading of 89 mg/dl. The customer mentioned multiple calibration error messages. The customer did not mention bent cannulas. The product was not returned for analysis.